Event description:
It was reported that the patient was not getting any stimulation on program two. The patient had put it up to 5.0v. On program one, it was on 2.20v and did not feel anything, and then all of a sudden stimulation would come on "shock the heck out of him." The patient would turn it down, and then did not feel anything again. Then, it would shock him again. The patient could not get stimulation to stay at a steady pace. On one side, the patient was getting good therapy at 1.9 or less. The other side, the patient had to increase past 4.0 and was not feeling it. Then all of the sudden stimulation would come on and shock him. The patient said the permanent implant was put in on two days prior to report, and did not start using it until yesterday, which was when the shocking started. The problem started right after implant or surgery. The patient had therapy issues and shocking. When the patient used it in the recovery room, he had pain going across his shoulders and down his left arm greater than his right arm. The patient stated the manufacturer's representative came into the recovery room and stated that there was nothing in the notes about shoulder pain, only about the left arm being greater than the right. The patient stated that was not true. The patient stated he was told to call his doctor's office when he saw the manufacturer's representative on the date of report. The nurse told him to call the manufacturer. The patient was redirected back to the healthcare professional (hcp) to determine next steps (e.g. Does patient need to meet with a clinician, or does patient possibly have swelling in the area, or had adverse side effects from it etcetera). Later, the hcp reported that the manufacturer's representative saw the patient on (B)(6) 2015, and reprogrammed the stimulator. The cause of event was not determined. It was unknown if it was device related. Reprogramming was needed. The patient status had recovered without permanent impairment. After this, the patient returned a form and marked that they still had concerns with the device or therapy but was working with a doctor or manufacturer's representative. The patient noted an appointment (B)(6) 2015. Another source reported that the manufacturer's representative was on schedule for (B)(6) 2015 at the doctor's office, but had nothing on schedule for (B)(6) 2015. Then, the manufacturer's representative saw the patient and spent two hours with him. Per the manufacturer's representative, the patient was satisfied with the reprogramming. The doctor was also aware of the patient's complaints. The doctor spoke to the patient and explained to him what expectations he should have with his stimulation.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275 , serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).